Event description:
It was reported that the patient experienced diaphragmatic stimulation with bipolar pacing. The left ventricular lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: final analysis found that a partial lead was returned. An insulation abrasion was found at 4.8 cm to 5.1 cm from the distal tip.